Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired and found to be operating as intended.